Event description:
Two providers reported that each of them had difficulty inserting a central line into four different patients because the hub of the introducer needle did not create a tight seal when connected to the 5 cc syringe in the central line kit. The air leak was not detectable until after the venipuncture was done. Each of the four patients required additional exposure to radiation and additional venipunctures.